Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp and check display for intermittent flickering or scrolling. The fse turned unit on found that the display is s rolling on info is unreadable on the screen, disassembled the display and installed a new display, video receiver cable, mounting plate as denoted in the service manual, and a pcb color video receiver. The fse reassembled and checked the function of the display and all works as it should at this time, ran unit thru a complete calibration and electrical safety test, ran unit on a test balloon and all works as it should at this time, unit is cleared for clinical use and returned to the customer. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was experiencing intermittent display issues. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Event description:
N/a.